Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a protruded/loose drive support disk. The following physical damage was also noted: minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the pump had not been bumped or dropped prior to the alarm. The customer was unable to describe any possible damage to the drive support cap. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.